Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 500mg/dl. Troubleshooting could not be performed as caller did not have the insulin pump at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.